Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and the dat test at 0.08730 inches. No low battery alarm noted during testing. Unit was unable to prime during prime/delivery test due to faulty forced sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor functions properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had hypoglycemia. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.